Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed two openings device through microscopic inspection assessed as surgical damage and broken device through microscopic inspection assessed as unidentified (tear) opening. Observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported "rupture" and "exchange from textured to smooth". This record is for the left side. Device was explanted.

Event description:
Healthcare professional reported "rupture" and "exchange from textured to smooth" via mammogram on (B)(6),2025. This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" and "exchange from textured to smooth" via mammogram on (B)(6) 2025. This record is for the left side. Device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b5, d6b, h.6